Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the power cable was not fully seated in the wall outlet. A field service engineer (fse) confirmed that the power cable was properly secured. Additionally, the backup battery was tested using the hardware test application, and no defects were found. The system functioned as intended after the field service engineer completed troubleshooting the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers locked and shut down during the procedure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.